Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that about three weeks after implant the patient's implantable cardioverter defibrillator (ICD)nd right ventricular (rv) lead were explanted and not replaced due to severe pain the patient attributed to the device implantation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.